Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently udergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection performed on the returned reader and no issue was observed. Reader did not turn on with button, strip, or usb cable insertion. Reader was connected to pc and software was not able to recognize the reader. Visual inspection performed on the returned usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection performed on the returned power adapter and no issues were observed. Used load tester to test returned power adapter. Power adapter passed testing. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); observed burn marks and components damage on the stm processor. An extended investigation was observed. Visual inspection was performed on the returned reader and burnt u13 was observed. The reader log could not be obtained. To confirm the functionality of the returned reader. The returned battery was measured, which was below specification. A known battery was placed in the reader, and the reader failed to turn on. The pcba was inspected using a thermal camera, and hotspot was observed at u13. The observation of hotspot show the customer may have used a non-abbott adapter, resulting in excess power to the reader. This which would have damaged the u13 and caused it to overheat. The excessive heat would have caused the u13 chip to burn, causing burn marks on the pcba. Thus the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.